Event description:
It was reported to minimed that the customer experienced hyperglycemia. The customer also received loss sensor signal alert and there was a air bubbles in the reservoir. Blood glucose value at the time of event was 400 mg/dl. The customer was treated with insulin pump (subcutaneous insulin infusion) and manual injection/insulin pen. The event involved product(s) 78893-01, unk_reservoir, mmt-1884, unomedical. Troubleshooting was performed for hyperglycemia. The customer had been using the insulin pump system within 48 hours of the reported event. Auto mode/smart guard feature was active at the time of event. Troubleshooting was performed for loss sensor signal alert and the customer reported issue was resolved. Troubleshooting was also performed for air bubbles. It was unknown whether the air bubbles were removed successfully. No further patient complications were reported. No product return is required for 78893-01. No product return is required for unk_reservoir. No product return is required for mmt-1884. No product return is required for unomedical.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known. This is 1 of 2 medwatch reports regarding this event.